Manufacturer narrative:
(B)(4). Date sent: 03/08/2021; d4: batch # u5a641; h6: component code = others (g07). Device analysis: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The device still had the staples and the green checkmark did not illuminate when the forward battery was installed, indicating that the device was not fired. A purse-string suture was tied tightly to the smallest diameter of the trocar, preventing the installation of the anvil. Further, the anvil detect switch could not be activated as the aperture through the casing was filled with dried tissue and fluids. However, upon removal of the suture and cleaning the device of the dried residue, the anvil could be installed, and the anvil detect switch could be activated. The device was then test-fired for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form and release criteria. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: the device will not fire if the anvil is not properly attached or if the orange staple height indicator is not fully within the green range of the tissue compression scale. To fire the device, draw the red safety back toward the handle. To ensure the device remains in the safe firing range, once the red safety has been released, do not turn the adjusting knob. Activate the firing sequence by completely depressing the firing trigger. Remain still until the full firing sequence is completed which will be indicated by the illuminated green check mark on the indicator window. It is not necessary to hold the trigger once the firing sequence has initiated. The user may notice audible feedback during the firing sequence when cutting through the breakaway washer. Once fired, the device cannot be fired again. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the tissue compression scale backlight was illuminated, the anvil was attached to the trocar, and the tissues were compressed, but the device did not function when the firing trigger was pulled. It was too stiff to remove the anvil from the trocar. The battery was reinserted, but the device did not function. The device was used between the colon and the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.